Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown head, unknown. Unknown, unknown liner, unknown. Unknown, unknown stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07992, 0001822565-2017-07993, 0001822565-2017-07994.

Event description:
It was reported that the patient was revised approximately seventeen years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. An x-ray review was performed which notes the right acetabulum demonstrates a vague lucent zone circumferentially which extends mostly superolateral to the cup; this would be best compared to radiographs from prior time points, however, if newly or progressively developed, it would raise suspicion for particle disease. Remaining periprosthetic zones appear normal. Hardware intact. No fractures of the bones. Moderate degenerative disc changes in the partially imaged lower lumbar spine. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is scheduled for revision approximately seventeen years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.